Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inserted the sensor into their abdomen and upon removing the sensor the electrode was missing. The patient's blood glucose at the time of incident is unknown. The customer declined to provide information on any sensor errors, but confirmed that upon removal the sensor appeared was damaged. The missing electrode occurrence only happened with this one particular sensor in the package. No products were returned and a replacement sensor was shipped to the customer.